Event description:
Customer reported the insulin pump alarmed change sensor and glucose reading were also off. This issue has been ongoing for weeks. Test plug was performed on the transmitter. No damage noted on the device. The device's led blink indicating it is performing correctly. Tried to connect radio frequency and it did not turn solid. Test performed twice and transmitter did not connect to the insulin pump. Customer advised transmitter might not be working. During troubleshooting the customer's blood glucose dropped to 36 mg/dl from 56 mg/dl, treated with a cup of juice. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.